Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was received in non-working condition. The bur end bearing outer race was stuck inside the head cavity. Both bearing retainers looked good. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Slight corrosion and lack of lubrication was observed on inner components. The lack of lubrication and gear wear may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.